Event description:
It was reported that during a meniscus suture surgery, when t1 entered the joint cavity and deployed through the meniscus, t1 was separated from the suture. Both ts were removed, the suture did not had a breakage during tightening. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One (B)(4) ultra-fast-fix needle delivery system device returned. The complaint stated: ¿¿when t1 entered the joint cavity, t was separated from the suture.¿ the protective blue split protective cannula was returned freed from the needle. The white depth, penetration limiter was returned trimmed just shy of the blue green sheath. The delivery curve showed no damage. The manual advancement lever was returned fully advanced. T1 was absent. T2 and suture were returned. The braid of the suture was visibly damaged and loopy. Suture was severed at t1 location.